Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Clinical notification received for revision of left knee to address infection date of implantation: (B)(6) 2019. Date of revision: (B)(6) 2020 (left knee). Treatment: explantation of femur, tibial tray, tibial insert, and patella products, with placement of an antibiotic spacer.